Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported on (B)(6) 2019, the most proximal screw had broken at its head. The issue was discovered after an x-ray was taken. Initially the patient underwent an open reduction internal fixation (orif) with variable angle locking compression plate (va lcp) due to a right radioulnar bone distal end fracture on (B)(6) 2019. There were three (3) screws used along with the plate, however, it couldn't be identified which one was the affected screw. The broken screw piece remained in the patient. Since the alignment between the plate and bone is still proper, the surgeon is going to monitor the patient as the patient is regularly visiting the hospital and wait for forming of bony callus under the condition that the affected site is held with the splint. It is unknown if there was a patient consequence. Surgeon¿s opinion, since the size of bone defect was large, there is a possibility that excessive load was applied to the plate and screws. However, it is not understandable that the screw broke only one week after the surgery. Concomitant device reported: variable angle locking compression plate (part # 04.111.530s, lot # 1l93979, quantity 1), unknown screw (part # unknown, lot # unknown, quantity # 2) . This report is for one (1) screw. This is report 1 of 1 for (B)(4). This (B)(4) captures the breakage of the most proximal screw which was discovered via x-ray on (B)(6) 2019 while (B)(4) captures the postoperative event.